Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, there were two incidents that occurred due to inaccuracy with the cgm that made the patient go to the hospital. The patient had experienced hypoglycemia and fainted. An ambulance was called by the workers of the nearby shop. The paramedics treated the patient with glucose injection and IV glucose. Dexcom technical support asked for clarification from the patient on details of the events. The patient confirmed there were two incidents and gave the same details for both events. This second hospitalization the patient provided the event date of (B)(6) 2026. At an unspecified time of the event the bg was 105 mg/dl and the cgm reading was 45 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.